Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the patient was scheduled to undergo a surgical lead revision. The reason for pending surgery was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event and device information.

Event description:
Additional information indicates surgical intervention was undertaken on an unknown date wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.